Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) alert triggered (B)(6) 2016 due to impedance. Daily battery trend data shows gradual rise of battery impedance. Premature rrt alert, without corresponding battery depletion. Interrogation (B)(6) 2016- shows software update cleared rrt, battery status ok.

Event description:
It was reported that the implantable cardiac monitor (icm) reached end of service (eos) due to increased impedance. Additionally, it was determined that the remote monitor software did not correct the early end of service (eos) due to a firmware update issue. Once the software was successfully added to the remote monitor the battery status of the icm displayed as "good". The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.